Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, and after the reset, the cgm error did not reappear. The caller successfully started a new sensor session following the resolution of the issue.